Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no off no power anomaly noted. No missing segments/partial display noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the display screen was non readable and there is now blurred spots. The blood glucose was 243 mg/dl at the time of the incident. Customer also reported damaged to the display screen reported that he can read it but certain areas is no longer clear. Customer treated for blood glucose using the pump. Customer is also reported 3 broken belt clips. Customer is reporting damaged to the pump a now partial readable screen. Customer has declined to troubleshoot for the off no power and restart up issues. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.